Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via an 8fr sheath hole prior to an endovascular aneurysm repair (evar) procedure. The suture of the first prostyle device was placed successfully. Reportedly, the suture of the second prostyle device was not attached when the plunger, which was very stiff, was pushed and a cuff miss [suture retrieval issue] occurred. The suture of an additional prostyle device was successfully pre-placed. The sheath was upsized to a 14fr sheath and the procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.